Event description:
It was reported that on 30 august 2022, a 10mm amplatzer septal occluder and a 20mm amplatzer septal occluder were selected to close two atrial septal defects (asd). For the larger asd, a 20mm amplatzer septal occluder was successfully implanted. For the smaller asd, a 10mm amplatzer septal occluder was deployed using a 10f amplatzer trevisio intravascular delivery system. During deployment, the device deployed into a cobra shape. The device was recaptured and removed from the patient. The device was deployed outside of the body, but the device continued to make a cobra deformation until both lobes of the device were manually twisted, and then the device returned to its normal shape. The device was recaptured into the delivery system and deployed again outside of the body, and the device was assuming the correct shape. The decision was made to attempt to implant the device in the patient a second time, but the device deployed as a cobra deformation inside the patient again. The device was again recaptured and removed from the patient. There was no angulation or kink noted in the delivery system there was no interaction with cardiac structures during deployment. Another 10mm amplatzer septal occluder was then chosen as a replacement device, and this device was successfully implanted without delay or any complication. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deployed into a cobra shape inside the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. Per the instructions for use, the minimum recommended size delivery system for use with a 10mm amplatzer septal occluder is an 6-7f. A 10f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.